Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the taxus liberte stent was damaged. The lesion was located in the 90% stenosed lad (left anterior descending) with calcification and severe tortuosity. When the catheter was advanced through the lesion, resistance was felt. The physician removed the catheter and found a stent strut was lifted-up. The procedure was completed with another manufacturer's stent. The pt condition was listed as "no problem."

Manufacturer narrative:
(B)(4).